Manufacturer narrative:
An event regarding alleged infection involving a custom mig distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review. Product history review: review of the device history record indicate one device was manufactured and accepted into final stock on 31 oct 2013, with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 2012 to present for similar reported events regarding infection. There has been 1 other event. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative ex-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. Please note: the reported device is similar to a distal femur mig device approved for compassionate use in the united states.

Event description:
It has been reported that the patient's distal femur minimally invasive grower (mig) will be removed due to infection.